Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the nurse received a mild burn on her index finger from the handle of the snare while operating the device. It was confirmed that the nurse was wearing protective gloves when the incident occurred and no treatment was required to treat the burn. The current condition of the nurse was reported to be fine. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.